Event description:
Dr was attempting to trial a 9" right calcar solution trial. It was very difficult to insert. Eventually; after many tries; the distal femur was broken. When dr. Compared the trial to the real implant; he saw that the real implant was bowed more than the trial. He believes that if the trial was bowed more (like the real implant); he may have been able to avoid fracturing the distal femur with the trial.